Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), depressed mood ("sadness"), alopecia ("clumps coming out"), ovarian mass ("mass on right ovary"), hydrometra ("abnormal amount of fluid in my uterus"), abdominal distension ("swelly belly"), emotional disorder ("feeling so many emotions right now"), scar ("scar"), ovarian cyst ("ovary has cyst"), adnexa uteri pain ("painful ovary cysts") and mental disorder ("mental illness"). The patient was treated with surgery (scheduled on 18th nov / full abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, anxiety, depressed mood, alopecia, ovarian mass, hydrometra, abdominal distension, emotional disorder, scar, ovarian cyst, adnexa uteri pain and mental disorder outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anxiety, depressed mood, emotional disorder, hydrometra, medical device removal, mental disorder, ovarian cyst, ovarian mass and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4) (duplicate) including references has been transferred to this case. New event feeling so many emotions right now, scar, ovary has cyst, painful ovary cysts and mental illness were added. Reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), depressed mood ("sadness"), alopecia ("clumps coming out"), ovarian mass ("mass on right ovary"), hydrometra ("abnormal amount of fluid in my uterus") and abdominal distension ("swelly belly"). The patient was treated with surgery (scheduled on 18th nov / full abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, anxiety, depressed mood, alopecia, ovarian mass, hydrometra and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depressed mood, hydrometra, medical device removal and ovarian mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: swelly belly and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), depressed mood ("sadness"), alopecia ("clumps coming out"), ovarian mass ("mass on right ovary") and hydrometra ("abnormal amount of fluid in my uterus"). The patient was treated with surgery (scheduled on (B)(6)). Essure was removed. At the time of the report, the medical device removal, anxiety, depressed mood, alopecia, ovarian mass and hydrometra outcome was unknown. The reporter considered alopecia, anxiety, depressed mood, hydrometra, medical device removal and ovarian mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: anxiety, sadness, clumps coming out , mass on right ovary ,fluid in my uterus. Reporter was added. Removal details added. Case became valid and incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.